Manufacturer narrative:
Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported excessive levels of cobalt in blood is considered to be under the scope of this recall. No further investigation is required. H3 other text : not available.

Event description:
Plaintiff alleges the right rejuvenate hip implanted on (B)(6), 2010, required a revision surgery on (B)(6), 2020, due to high co in his blood and altr. This pi is for right hip.

Event description:
Plaintiff alleges the right rejuvenate hip implanted on (B)(6) 2010, required a revision surgery on (B)(6) 2020, due to high co in his blood and altr. This pi is for right hip.

Manufacturer narrative:
Reported event: an event regarding abnormal ion levels involving a rejuvenate modular device was reported. The event was confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions: the event was confirmed. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ion level is considered to be under the scope of this recall. No further investigation is required.